Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed double the amount of insulin had been delivered. Reportedly, the customer forgot delivering the first bolus and subsequently delivered an additional bolus. At the time of the reported event, the customer's blood glucose (bg) level was 280 (mg/dl) with approximately 9 units of insulin on board (iob). During a follow-up call, the customer's bg level was 103 mg/dl.